Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was flickering and had white lines and a gray faded area. The customer's blood glucose value was 145 mg/dl at the time of incident. Troubleshooting was done. The customer stated the insulin pump was neither dropped nor bumped. The customer also stated that the insulin pump display was flashing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked glass. Unable to perform the displacement test and self test due to missing segments or partial display. Insulin pump received with serial number label fading.